Event description:
It was reported that during a coronary artery treatment procedure a balloon rupture occurred. Access was achieved through the femoral artery. The lesion being treated was a de novo, 99% stenosed, severely calcified, moderately tortuous lesion located in the mid right coronary artery. The physician advanced the 1.20x8mm emerge balloon catheter to the lesion and inflated the balloon to 18 atm for 5 seconds and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).